Event description:
This patient was admitted to the hospital with a chief complaint of unstable angina (iiib). The pt was taken to the cardiac cath lab, where angiography revealed a de novo, irregular, eccentric, approximately 60% stenosis of the ostial lma and a de novo, eccentric, irregular, apoproximately 70% stenosis of the ostial lad. A bolus of heparin was administered via IV. Another oral anticoagulant was also given during the procedure. There were no difficulties in accessing or wiring the vessel noted. The lad and lma lesion was not predilated prior to stent placement. A 3.0 x 18mm cypher stent was deployed in the ostial lad with satisfactory results and a 3.5 x 18mm cypher stent was deployed to the ostial lma with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Approximately six months later, the patient returned to the cath lab where angiography revealed a new lesion in the ostial lcx as well as a restenosis of the cypher stent in the lma. The patient underwent surgical bypass of the lcx.